Event description:
Patient in oncology, provider called to report gtube not accommodating the extension. Patient came to gastrointestinal assessment. Tube was changed as the outer disk that enables the tube to lock to the extension was missing. It appears that the outside disc which is notched to allow the extension to be locked in place is missing every 8 hours. It was decided to change the tube.